Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Additionally, instrument was found to have a mechanical indentations on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation. The complaint regarding black wire scrapped down and the tip insulation of the bipolar was peeled off, was confirmed by failure analysis. Common causes of damaged insulation of a bipolar conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument had a black wire scrapped down and the tip insulation of the bipolar was peeled off. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified during the procedure. The wire was not exposed due to damaged insulation. It is unknown if the cable was broken in half or if there was a loss of cautery. The procedure was completed with a backup instrument. No fragment fell inside the patient's anatomy. There was no injury to the patient. The instrument was inspected prior to use and no damage was observed.